Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by the product analysis lab. The homechoice passed the rite electrical test and failed the rite functional test for a display issue. The assignable cause was the digital printed circuit board (pcb) assembly, which was scrapped. The cause of the increased intra-peritoneal volume (iipv) identified in the device log was determined to be insufficient drain - tidal ultrafiltration removal set too low. A label review was performed and found to be adequate for the use error identified in this report. A service history review revealed no previous service events were related to the reported condition of iipv. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through ((B)(4)).

Event description:
During evaluation of a returned homechoice machine, an increased intraperitoneal volume (iipv) situation was identified in the log of a returned homechoice device, which occurred during drain cycle 5. The programmed fill volume was 2100 ml and ultrafiltration was 1783 ml. This meets baxter's iipv criteria. No patient injury or medical intervention was reported.